Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore.

Event description:
On (B)(6) 2011, the pt was being treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The gore excluder aaa endoprosthesis trunk-ipsilateral leg component featuring c3 was landed as intended. Next, the physician advanced a gore excluder aaa endoprosthesis contralateral leg component to the contralateral gate where the device wold not further advance. The device would also not withdraw by any measure. The device had begun to deploy by 1.5 cm. The physician chose to deploy the device at the location and then bridged the two devices with a third device. The physician pulled the deployment line and the deployment catheter snapped. The leading end of the delivery system, including the proximal olive, remained in the pt. The delivery catheter, including the distal olive, was withdrawn through the sheath. The physician snared the proximal end of the delivery system, and proximal olive, and withdrew it from the pt . A gore excluder aaa endoprosthesis contralateral leg component was then used to bridge the two devices. The aneurysm was excluded. The pt tolerated the procedure.